Manufacturer narrative:
Pt identifier, age & weight are not available from the site at the time of this report. Investigation finds the system has been checked at the site, issue could not be replicated. Subsequent cases have been completed without issue, using this stealthstation s7 system.

Event description:
A medtronic rep reported camera losing communication during a case and showing localizer not connected. The site re-booted and resumed navigation without issue. The surgeon completed the procedure with the use of the stealthstation s7. There was no impact to the pt reported.